Event description:
It was reported that during the implant procedure of this implantable cardioverter defibrillator (ICD) system there was intermittent noise oversensing on the right ventricular (rv) channel. Technical services (ts) suggested that the irregularity observed in the electrogram (egm) had been related to movement of the pocket or air escaping from the header, but it was not conclusive. In addition, ts indicated that there was pacing inhibition noted, however, the patient had intrinsic activation as the patient was not depended. Further monitoring was recommended. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section b5, e1, h1 and h6 codes.

Event description:
It was reported that during the implant procedure of this implantable cardioverter defibrillator (ICD) system there was intermittent noise oversensing on the right ventricular (rv) channel. Technical services (ts) suggested that the irregularity observed in the electrogram (egm) had been related to movement of the pocket or air escaping from the header, but it was not conclusive. In addition, ts indicated that there was pacing inhibition noted, however, the patient had intrinsic activation as the patient was not depended. Further monitoring was recommended. No adverse patient effects were reported. Additional information indicated that this rv lead was explanted. No additional adverse patient effects were reported. This rv lead was already returned to boston scientific.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, lead was returned severed approx. 115 mm from the terminal end. The returned rv lead was analyzed, passed all tests performed, and exhibited normal device characteristics. Based on normal lead resistance measurements and inspection which showed no conductor issues. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. Follow up report 1 (additional information): this report is being submitted to update section b5, 1e, h1 and h6 codes.

Event description:
It was reported that during the implant procedure of this implantable cardioverter defibrillator (ICD) system there was intermittent noise oversensing on the right ventricular (rv) channel. Technical services (ts) suggested that the irregularity observed in the electrogram (egm) had been related to movement of the pocket or air escaping from the header, but it was not conclusive. In addition, ts indicated that there was pacing inhibition noted, however, the patient had intrinsic activation as the patient was not depended. Further monitoring was recommended. No adverse patient effects were reported. Additional information indicated that this rv lead was explanted. No additional adverse patient effects were reported. This rv lead was already returned to boston scientific.